Event description:
It was reported the customer's did not receive a reading from their meter since (B)(6) 2014. Customer was assisted with putting their meter ID into their insulin pump. The customer was also concerned their insulin pump was not recording their boluses. Troubleshooting instructed the customer to deliver a bolus into the air. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.